Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 9) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Customer reverted to backup pump until additional cartridges are received.